Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor crashed saying his sensor glucose reading was 45 mg/dl but his blood glucose level was actually 190 mg/dl. The suspend feature was coming on. His sensor and blood glucose level difference was not within acceptable range. The device was not returned.